Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Initial reporter - this article was written yohei yukizawa, md; lawrence d. Dorr, md; jeri a. Ward, rn; zhinian wan, md. ¿posterior mini-incision with primary total hip arthroplasty: a nine to ten year follow up study¿ the journal of arthroplasty 31 (2016) 168-171. Medical product - unknown zimmer stem catalog#: ni lot#: ni, unknown zimmer liner catalog#: ni lot#: ni, unknown zimmer head catalog#: ni lot#: ni.

Event description:
One patient identified in a journal article underwent revision for aseptic loosening of the acetabular cup. There is no further information and patient outcome is unknown.